Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided at this time, this complaint is being reported because during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory tore past the distal end while inside the patient. Although, the mcs tip cover accessory was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to tear past the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that the monopolar curved scissors (mcs) tip cover accessory tore in half. For clarification, the damage was noted to be a crack that began at the distal end and went down the side. There was no note of any instrument arcing to have occurred. The site continued by replacing the mcs tip cover accessory. The procedure was successfully completed with no adverse consequences to the patient. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: the tearing was noted to have started on the distal tip and cracked down the side of the accessory. The issue occurred while the mcs tip cover accessory was inside the patient. The surgeon is unsure of what the cause of the reported tearing was. No instrument arcing was noted. The mcs tip cover accessory was removed and replaced with a new one and the surgery was successfully completed robotically.